Manufacturer narrative:
See MDR 1920664-2009-00265 for the delivery device used with this intraocular lens.

Event description:
The lens was implanted and immediately removed due to high pressure in the patient's eye. The incision was enlarged to remove the lens. The reporter indicated there was no malfunction of the device, the patient's condition contributed to the event.